Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the user was unable to insert the catheter into the patient. The user tried several times but failed. As a result the catheter was replaced successfully. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.

Event description:
It was reported that the user was unable to insert the catheter into the patient. The user tried several times but failed. As a result the catheter was replaced successfully. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. The intra-aortic balloon catheter (iabc) was returned with a bend to the central lumen. The damaged iabc can result in difficulty inserting the iabc into the patient. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The root cause of the bend is undetermined. A most probable potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.